Event description:
It was reported that the patient experienced ongoing skin irritation at the pod insertion site, resulting in red irritated skin resembling burn marks and, upon follow up, an open and red area at the application site. The reactions had been occurring for an unspecified period of time while using the pod. During a previously scheduled quarterly check-up appointment on (B)(6) 2026, medical attention was sought from the patient's pediatric specialist. No specific diagnosis was provided other than skin irritation. The healthcare provider prescribed fluticasone spray with instructions to apply it prior to pod placement to help prevent further irritation. A new pod was placed. The patient's blood glucose values were not provided. No further information was available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.